Manufacturer narrative:
Product ID 3889-28, lot# va21u1b, implanted: (B)(6) 2019, explanted: (B)(6) 2020. Product type lead, product ID 3889-28, lot# va21u1b, implanted: (B)(6) 2019. Product type lead. (B)(4)(serial#(B)(4)), lead (lot#va21u1b), and lead (lot#va21u1b). Eval code method apply to interstim (serial#(B)(4)) and lead (lot#va21u1b). Patient code(B)(4) apply to lead (lot#va21u1b) and lead (lot#va21u1b). Eval code method applies to lead (lot#va21u1b). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) and healthcare provider (hcp) who reported a return of symptoms due to uncomfortable stimulation. There are no environmental/external/patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting performed included reprogramming on a few occasions. As a result of what was reported, one lead was explanted and the other was capped. The return of symptoms/uncomfortable stimulation issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated that it was working well until the past couple of days. The patient stated that they are catheterizing and they are having to keep track of when they are going to the bathroom. The patient stated that they can feel stimulation. The patient stated that they did not increase it more as it is more of a sharp pain than stimulation feeling when they increase it more. Patient will monitor symptoms now that change was made and will follow up with hcp if doesn't resolve. No further patient complications are anticipated or expected as a result of this event.